Event description:
A malfunction was reported on the customer's pump with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.